Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unspecified date, the patient was treated with unspecified antibiotics for peritonitis. It was not reported if the patient was hospitalized for peritonitis. The patient¿s outcome was not reported. At the time of this report, pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B3: on an unreported date, the patient experienced peritonitis for 2 weeks. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.